Manufacturer narrative:
B5: upon follow up, it was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with imipenem injection (250mg, discontinued, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was started on an unspecified antibiotic (dose, route and frequency not reported) at home. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with first dose of vancomycin injection (1 gram, intraperitoneal, continuously for four days, frequency not reported), amikacin injection (100 mg, intraperitoneal, continuously for four days, frequency not reported) and fortum (500 mg, intraperitoneal, continuously for four days. Frequency not reported) for event peritonitis. At the time of this report, the patient outcome was not reported. Action taken with dianeal therapy was "dose reduced". No additional information is available.